Event description:
The lay user/patient contacted lifescan alleging the meter has black marks on the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
A 510 (k) # is k082590.

Event description:
The customer reported a system message displayed. The customer called the company technical support specialist (tss). The tss advised the customer to clean the cassette ID sensors and reboot the system. The customer switched out 3 cassettes without a change in the results. The system message would not clear. Multiple attempts were made for more info and pt status with no response to date. The pt impact is unk.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.